Event description:
During service of the unit a constant disc/sense alarm (audible/visual) with no volume delivered - turbine not spinning was found. Replaced turbine connector to correct the failure mode.